Event description:
A report was received that the patient was having difficulty connecting the charger to the ipg. The physician determined that the ipg was too deep in the pocket. The patient will undergo a pocket revision.